Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag and cord loop. The returned unit was disassembled, and all components met specifications. Based on the evaluation of the returned unit, it is likely that the bag fell off the supports due to circumstantial factors at the time of use. It is possible that a force was applied in distal direction, causing the bag to fall off its supports.

Event description:
Type of procedure performed: ni. Bag detaches without pulling on the string. Metal pins inside the abdomen of the patient. Additional information received from applied medical representative via email on 18-may-2021: no patient injury occurred. The metal supports were still attached to the device, only the bag tore off. The metal supports did not come into contact with any tissue, organ or structure. Removed via trocar, the metal supports were not retracted into the device. The procedure was a laparoscopic cholecystectomy. The procedure was completed by taking a new retrieval bag. The gallbladder could be removed without further problems. Patient status: no patient injury reported. Type of intervention: ni.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: ni. Bag detaches without pulling on the string. Metal pins inside the abdomen of the patient. Additional information received from applied medical representative via email on 18-may-2021: no patient injury occurred. The metal supports were still attached to the device, only the bag tore off. The metal supports did not come into contact with any tissue, organ or structure. Removed via trocar, the metal supports were not retracted into the device. The procedure was a laparoscopic cholecystectomy. The procedure was completed by taking a new retrieval bag. The gallbladder could be removed without further problems. Patient status: no patient injury reported. Type of intervention: ni.